Manufacturer narrative:
Investigation summary: one photo was returned for investigation. Fm was observed in the returned photo. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7080439. The nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. Investigation conclusion: fm was observed in the returned photo. Root cause description: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found foreign matter inside a bd insyte ¿ IV catheter winged when he/she opened the unit package. There was no report of injury or medical intervention.